Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they sensor had received some skin issues like red and itchy. Customer¿s blood glucose level was unknown. Customer did change sensor within product specifications. Customer did not use alternative tapes. Customer reported that they received medical treatment as a result of the site issue. Customer stated that the belt clip was broken. Troubleshooting was performed. The device will not be returned for analysis.